Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. No button error alarms noted. However, moisture damage was noted on keypad traces. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading at the time of the call was 125 mg/dl. No further information reported.